Event description:
On (B)(6) 2015 lay user/ patient pharmacist contacted lifescan (lfs) (B)(4) and alleged their one touch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care representative (ccr) documentation. The reporter alleged the issue began last friday ((B)(6) 2014). The reporter told the ccr the patient reported obtaining an inaccurate high result of ¿20¿ (uom unknown) with the subject meter. The reporter alleges the patient manages his/her diabetes with pills, diet and/or exercise. It is unknown if the patient made any changes to his/her usual diabetes management regimen in response to the alleged product. It is unknown if the patient developed any symptoms. The reporter alleged the patient administered hcp treatment at the emergency room (ER). It is unknown what treatment was received. The reporter alleged the patients¿ blood glucose was taken with another device (device and results unknown). At the time of trouble shooting, the ccr was unable to determine if the unit of measure was set correctly nor was the ccr able to determine if the test strips were not open past their discard or expiry dates and if the test strips were stored correctly. The ccr was unable to walk through a control solution test. Replacement products were sent to the pharmacist, as the pharmacist provided the patient with more test strips. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (03/13/2015). Additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/02/2015).the patient¿s test strips have been returned on 2/17/2015 and evaluated by lifescan product analysis on 2/17/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.